Manufacturer narrative:
(B)(4). Analysis description: final analysis of the partially returned lead found external abrasion breaching the outer insulation and exposing the outer coil at 39.8 -40.0 cm from distal tip. The abrasion was consistent with constant friction to another implantable device.

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced. No patient symptoms were reported.